Event description:
A physician reported that he was injecting collagen and the "needle popped off upon compression". A second syringe was used, and the material seeped out of syringe before the needle. No further info was available.